Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number unknown was returned and analyzed. Visual inspection of the mapping catheter showed the shaft and tip/loop section were intact with no apparent issues. No kinks were observed along the shaft, or tip/loop section of the catheter. In conclusion, the reported shaft kink was not confirmed through testing. The mapping catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the mapping catheter shaft was kinked. The case was completed with radiofrequency.